Event description:
It was reported that during a lap sigmoidectomy, a teardrop-shaped clip was formed after the 1st firing on the blood vessel. Another device was used to complete the case without problem. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received in good visual condition. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.